Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this pacemaker was exhibiting pauses which appeared to be loss of capture. In addition, there was an alert to check the right atrial lead. Boson scientific technical services explained that this alert can sometimes appear when there is low intrinsic amplitude and it was noted that avs plus feature was on and should probably be programmed off. The atrial pace impedance and threshold appeared to be stable. No adverse patient effects were reported. This device remains in service.